Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing. The rv lead sensing was programed to auto and the lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.